Event description:
Customer reported that he had unexplained low and high blood glucose. Customer stated that the paramedics where called like 7 or 8 times to assist customer at home. Customer stated that only one time he was taken to the emergency room due to low blood glucose. The blood glucose readings were from 67 to 268 mg/dl when the paramedics arrived. Customer stated that her insulin pump was malfunctioning it was delivering to much or too little insulin while he was sleeping. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-00485.